Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that the patient had considerable bleeding experienced during right side IV cut down. Patient was given some IV fluids and 2 units packed cells cross matched. Perfusionist present, most of the blood lost auto transfused. Patient's vital parameters remained stable during the procedure. No further blood loss observed during recovery and after procedure. According to investigator the bleed was attributed to poor quality of arteries and assessed the event to be procedure related. The patient required a two day hospitalization. The patient had a blood transfusion and recovered. The aaa was 5.5 cm by ultrasound two months later. The patient had renal function complications two months post index procedure requiring medication. The event resolved. The investigator assessment states that the event was not related to the study device or study procedure. It was reported that the patient had chf requiring medication. The event resolved. The investigator assessment states that the event was not related to the study device or study procedure. It was reported that the patient had bleeding complications fifteen months post index procedure requiring an open evacuation of hematoma and a transfusion. The patient recovered. The investigator assessment states that the event was not related to the study device or study procedure. It was also noted that the aneurysm was expanding due to a type ii endoleak. The patient had a secondary intervention to repair the endoleak, details are unknown. It was reported that the patient had a type ii endoleak, subtype undetermined. On that same day, it was noted that the aneurysm was 67 mm in diameter. The patient had an open surgery to repair the endoleak and expanding sac; they also had a transfusion. The stent graft was not explanted and the patient recovered. The investigator assessment states that the event is related to the study device and study procedure. The bleeding complications the patient had at implant were assessed as not reported to the study device; however it was related to the study procedure.

Event description:
Additional information recieved for this case. Cause of death was due to cardiac arrest and cardic arrhythmia. The investigator assessed that the cause of death was not device or procedure related. No autopsy was performed.

Event description:
Additional information was received as follows: it was reported that the patient expired. The cause of death was reported to be due to a long standing illness. An autopsy was not performed and a death report is not available. The investigator did not assess whether the death was device or procedure related. There are no further details available at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (anatomy related; type 2 endoleak); inherent risk of procedure (bleeding, endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).